Event description:
On 6/10/93 a 46 year old female had a total abdominal hysterectomy, bilateral salpingo-oopherectomy and a marshall-marchette-krantz urethropexy. The afore mention device was used to suture the vaginal cuff. During the immediate post-op period, it was noted the patient was having unusual vaginal bleeding and was returned to the or. On examination, it was noted by the physician that the sutures in the vaginal cuff were torn out (broken). The cuff was resultured with vicryl. Although other devices were irrelavent to this event. This patient had no other problems and was discharged in fair condition. Due to the lack of communication this event was not recognized as reportable until 8/17/93, however verbal reporting by the physician to the sales representive was done during the week after 6/10/93. A corrective action plan has been implemented to improve communication regarding these types of events.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.